Event description:
Healthcare professional reported left side ¿possible bilateral rupture.¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician observed a "hole, non-specific" during surgery. The device has been replaced.

Manufacturer narrative:
Continued e1 additional email: (B)(6). Additional, changed, and/or corrected data. A device analysis of the returned device identified the weight the device within specification, deformation, white particles in the shell and crease fold. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing.